Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test performed on (B)(6) 2022. Consumer reported that her mother performed two tests. The first test she saw a pink control line in the morning as negative and on the same day she performed her second test in afternoon noticed 1 pink control line and 1 faint pink sample line on the results window as positive. The consumer had tested positive the week prior via an unknown platform. No additional patient information, including treatment and outcome, was provided.